Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. During the event the patient¿s caretaker was relying on the cgm readings and did not take any finger sticks. It was reported that the patient was feeling unwell since 03/24/2024. The senor was inserted on the (B)(6) 2024. The patient was feeling very tired, sleepy, and generally unwell. As the cgm was reading low, on 03/28/2024, the caretaker called for a consultation and was advised to take more sugar water (no cgm reported from that moment). The caretaker gave a total of 2 to 3 liters of sugar water to the patient. On the 03/29/2024, around 2:00am, the same phone number was called again, and the patient was advised to take more sugar water (no cgm reported from that moment). As at that moment the caretaker did not trust the advice, the emergencies were called. When the paramedics arrived a fingerstick was taken and the cgm was reading 2.8 mmol/l, and the blood glucose reading was 34.5 mmol/l. The patient was taken to the hospital and was treated with intravenous fluids, and insulin injections. The patient was discharged (B)(6) 2024, and at the time of the report the patient was resting at home. On the 04/02/2024, the patient took a paracetamol as she was still feeling unwell. At some point during the event the patient was not able to walk anymore due to the hyperglycemia symptoms, but it was confirmed that the patient recovered from her symptoms. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.